Manufacturer narrative:
H3: analysis of the device found visually, the tube contained biological contaminants, consistent with it being incubated. Under magnification, there were no cracks in the electrode contacts. Electrically, the resistance from end to end shall be less than 200 ohms; however, there were no readings from any of the electrodes, which was out of specification. A syringe was used to inject 15cc of air into the cuff balloon, and the cuff inflated and deflated without any issues. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, an out-of-specification condition related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by health care professional that the trivantage tube was damaged intra op. There was no patient impact. The procedure was extended for less than an hour. Resolution was confirmed during the call. Upon follow up it was reported that there was visual and/or audible indicators alerted the user of the issue. No patient impact.